Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the lights on the rear module board were not working. A field service engineer (fse) tested the drawer controller, which tested good. The fse then replaced the rear module board, but that did not resolve the issue. The fse proceeded to replace the retractor band, which resolved the problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer failed to recover during the medication retrieval. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this event.